Event description:
Reporter at dr.'s leveran's office states that this batch of gloves may have caused infections in 2 of the office's surgical (vasectomy) pts. Reporter states that the gloves were yellowed/discolored, stuck togetheer, were hard to don, and looked unusual. Reporter states that this occurred approx one month ago. Both pts were put on oral antibiotics, and as far as the reporter knows they are both doing fine now.